Event description:
It was reported that the manufacturing representative was at a hospital on (B)(6) 2012 to turn the patient's implantable neurostimulator (ins) off for a surgical procedure - a revision to repair a clavicle plate and a screw. It was noted that during the surgery the patient had a drop in blood pressure and pulse and the nursing staff asked the manufacturing representative if the ins should be turned back on. The ins was turned back on to keep the patient comfortable. Shortly afterward the manufacturer representative received another call due to the patient needing a 12 lead EKG and the ins was interfering with the recording. The manufacturing representative instructed the patient's husband how to turn the ins off with the patient programmer. The week of (B)(6) 2012 the manufacturing representative received information that patient never recovered and expired. Additional information received reported the cause of death was acute myocardial infarction and complications of parkinson's disease (as the manufacturing representative reported the patient coded during surgery unrelated to parkinson's and passed away the next day) and was not considered device related. Reference # 3004209178-2012-04187.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2009-(B)(6), product typ extension product ID 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product typ extension product ID 7438, serial# (B)(4), product typ programmer, patient product ID 3387s-40, lot# v331899, implanted: 2009-(B)(6), product typ lead product ID 3387s-40, lot# v325838, implanted: 2009-(B)(6), product typ lead. (B)(4).